Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). The suspect component has been returned to carefusion. Once the evaluation is completed, then a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen is frozen and will not accept changes. The customer stated there was no patient associated with this event.

Manufacturer narrative:
The carefusion failure analysis lab inspected the unit and was unable to duplicate the reported issue. The suspect component operated properly throughout all testing, but the measured voltage of the real time clock back up battery was below specifications, which may have contributed to the reported start up issues.